Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that a revision has occurred due to pain. (Unknown hip). Doi: unknown. Doe: unknown. Update: (B)(4) 2012, litigation papers received that allege the patient suffered from extreme pain causing difficulty ambulating, dangerously high metal ion levels causing serious and permanent damage. No new information received that would change the outcome of the investigation. Update rec'd: 12/8/2014 - ppd received. Dob and part/lot information provided. Stem and sleeve being added for elevated metal ion levels. This complaint was updated on 1/6/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).